Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Customer's blood glucose (bg) was "high", however, a specific value was not provided. The customer administered a manual injection to address the bg level. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.